Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal therapy via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. The drug, dose, and concentration were unknown. It was reported that the family thought the catheter had been kinked for seven years (from (B)(6) 2017). No symptoms were reported. It was also noted that the event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.